Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge alarms (alarm 5, alarm 24) occurred which led to an unexpected shutdown. Reportedly, the customer had followed the prompts when loading the cartridge. Additionally, it was reported that a cartridge change error occurred during the load sequence. Customer's blood glucose level was 245 mg/dl. Reportedly, the customer was able to successfully load a new cartridge to address the issue.